Manufacturer narrative:
H.6. Investigation: investigation summary: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for rust on the needle with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to rust on the needle was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for rust on the needle with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and rust on the needle was not observed. Root cause description: based on the investigation, the most likely root cause may be related to storage conditions. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that rust-like foreign matter was found on the bd vacutainer® safety-lok¿ blood collection set needle before use after opening up the packaging. The following information was provided by the initial reporter: "on opening of product packaging the collector noticed the needle had what looks like rust on it."

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that rust-like foreign matter was found on the bd vacutainer® safety-lok¿ blood collection set needle before use after opening up the packaging. The following information was provided by the initial reporter: "on opening of product packaging the collector noticed the needle had what looks like rust on it."